Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices are not being returned, therefore unavailable for physical evaluations. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A non-conformance search was performed for this product code (212852), lot (3906240) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during an ankle repair procedure when tugging on the sutures on two of the customer's minilok quick anchors + 2-0 pcryl with rb-1 to make sure fixation was in, the sutures broke and the anchors pulled out. The sales rep reported that the surgeon completed the procedure with a third device using the same bone hole with no patient consequences or delays. The sales rep stated that the patient's bone quality was hard and confirmed that no debris was left in the patient. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the devices were discarded. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.